Event description:
Septic reaction. Initial information received: 18-apr-2025, 21-apr-2025, 23-apr-2025, 28-apr-2025, 06-may-2025. Initial adverse event report: on 18-apr-2025, cerus received a serious adverse event report of septic reaction. This adverse event was reported to cerus by the vice president of quality assurance at (B)(6). Medical history and medications: this report involved a 34-year-old female with medical history of acute myeloid leukemia (aml) status post stem cell transplant on (B)(6) 2024, non-covid coronavirus, and neutropenia. The patient's past transfusion history was not reported. Concomitant medications were meropenum, linezolild, bactrim, valacyclovir, posaconazole, and levaquin. Adverse event description: patient was admitted to (B)(6) on (B)(6) 2025 for perirectal abscess treatment. Meropenum and linezolild were started on admission, bactrim was added on (B)(6) 2025. Prophylactic antimicrobials valacyclovir, posaconazole and levaquin were also started on (B)(6) 2025. Blood culture performed on admission was negative; no wound cultures were done during hospitalization. Pre-transfusion, the patient tested negative cmv, ebv, hhv6, hep c and aspergillus. PICC line blood culture was negative. On (B)(6) 2025, patient's urine culture was negative. The patient received rbc & platelet transfusions on (B)(6) 2025 without incident. On (B)(6) 2025 23:45h, the patient received 140 ml of a 4-day-old implicated psoralen treated platelets (ptp) through the PICC line for pancytopenia [donation identification number (din): (B)(6), blood component product code: e8331v00]. She developed back pain, chills, rigors, headache, hypotension, tachycardia, tachypnea and fever approximately one hour into the transfusion. She was transferred to the intensive care unit for a higher level of care and a central line was placed to allow advanced care in the setting of new onset shock. The patient's pre-transfusion (23:45h) / during transfusion / post-transfusion (00:45h) vital signs were: body temperature: 36.6 °c / not reported / 37.7 °c. Respiratory rate: 15 breaths per minute/ not reported / 20 breaths per minute. Blood pressure: 100/62 mmhg / not reported / 65/30 mmhg. Heart rate: 77 bpm / not reported / 143 bpm. The implicated ptp and patient's post-transfusion (collected through the newly placed central line) samples were gram stained and cultured. Both samples were positive with gram negative rods, identified as klebsiella pneumoniae. Per hospital microbiology lab, these were the only samples that tested positive for klebsiella pneumoniae on that day. Environmental contamination was ruled out by the microbiology lab. The patient died on (B)(6) 2025, 26 days after the septic transfusion event and cause of death was reported as respiratory failure. The septic transfusion event was not implicated in the cause of death. Autopsy will not be performed. Blood donor(s) information: demographic details of the donor of the implicated ptp were not reported. The donor was a repeat donor with four platelet donations in 2025. This donation was collected at (B)(6) and processed in (B)(6). At the time of donation, iodine was used as anti-septic agent to clean the venipuncture area and the donor had no scarring reported on antecubital area. There were no deviations noted during the donation process. Implicated pathogen reduced blood component(s) collection and manufacturing information: on (B)(6) 2025 at 10:46h, (B)(6) center completed collection of an apheresis platelet suspended in 100% plasma (364 ml) using the trima apheresis instrument. On (B)(6) 2025 at 10:23h, the implicated ptp was treated with intercept blood system for platelets processing set (lot#: ce24i12a01) and was illuminated with intercept illuminator (serial#: (B)(6). The implicated ptp was intercept treated and stored at the same manufacturing facility in gainesville florida. The implicated ptp was transported via courier from the blood center to the hospital, which is approximately 15 minutes apart. Co-component(s) information: there were no co-components. Adverse event investigations: (B)(6) investigation: the implicated ptp passed visual inspection at the time of release for transfusion. The implicated ptp was wrapped and sent immediately to the hospital transfusion service after recognition of the adverse event. The hospital transfusion service performed pressure testing of the implicated ptp bag using the plasma expressor and found no obvious leaks. Multiple repeat blood cultures were performed after the reported adverse event on 02-apr-2025, 04-apr-2025, 11-apr-2025, 22-apr-2025 and 26-apr-2025, results were all negative. Urine culture on (B)(6) 2025 was negative. Sputum and bronchoalveolar lavage cultures were positive for candida glabrata on (B)(6) 2025. Non-covid-19 coronavirus pcr was positive on (B)(6) 2025. (B)(6) investigation: there were no deviations associated with the pathogen reduction process or sterile connect device. There was no visible damage to the implicated ptp bag. The implicated cad bag has been discarded. The donor returned for another platelet donation on (B)(6) 2025 and samples were cultured in both aerobic and anaerobic bottles using bact-alert with negative results. Cerus investigation: batch record review: a batch record review for intercept blood system for platelets processing set (product code#: int2240b / lot#: ce24i12a01; expiration date: 04-dec-2025) was performed. The review of the batch records for the finished goods did not indicate any out-of-limits results during testing and controls. The product met all quality requirements and specifications at the time of release. This batch was released on 30-dec-2024. No other complaints have been received for this lot. The total batch size was (B)(4) processing sets. Pathogen inactivation investigation: the klebsiella pneumoniae culture isolates from the patient and implicated ptp have been received by the cerus microbiology team. Pathogen inactivation study is pending. Fresenius kabi (fk) investigation: the implicated ptp bag will be sent to fk for investigation of leaks and damage. Adverse event assessment: 1.~septic reaction [pt: transmission of an infectious agent via product] the reporter assessed the event of septic reaction as death in severity and seriousness. Possible in relation to psoralen treated platelets and excluded in relation to intercept blood system for platelets. The cerus medical reviewer considered the event as serious due to death. Possible in relation to psoralen treated platelets and intercept blood system for platelets. This patient was neutropenic and admitted to the hospital for perirectal abscess treatment. While the blood culture on admission/pre-transfusion was negative, a wound culture was not done during the hospitalization. The clinical presentation of the adverse event is consistent with a septic transfusion reaction, especially given the klebsiella pneumoniae culture results obtained from both the patient's post-transfusion sample and the implicated ptp. Given the positive gram stain result, which suggests a high bacterial load, it is possible that visual inspection might have prevented the release of this unit if it was contaminated. There were no visual indications at the time of release and transfusion that the implicated ptp may be contaminated. Finally, the intercept blood system for platelets can effectively inactivate klebsiella pneumoniae by >6.2 log, which would raise the possibility of post-intercept treatment contamination rather than a failure of the technology to inactivate the contaminating bacteria. Pathogen inactivation study on the klebsiella pneumoniae culture isolates will be conducted to verify the actual log inactivation using the intercept blood system for platelets. Furthermore, implicate ptp bag integrity investigation will be completed by fk to rule out the possibility of post-intercept treatment contamination. Finally, although the patient eventually passed away 26 days after the septic transfusion event, her underlying medical condition, opportunistic pneumonia and resultant respiratory failure was considered the cause of death. Numerous blood cultures performed after the initial positive post-transfusion blood culture, were negative, which suggest that the systemic infection was effectively treated. The cerus medical reviewer considered the listedness of this event in relation to the psoralen treated platelets and intercept blood system for platelets as listed based on applicable cerus reference safety information.

Event description:
Cerus received additional follow up information on this event on 24 jun-2025, 25-jun-2025, 16-jun-2026 cerus investigation: (new information) fresenius kabi (fk) investigation: fk received the storage container for the intercept processing set for platelets. The external twist off was returned with a perforator. The internal twist-off was noted to be closed with a blue locking scissor. Following a thorough visual inspection of the sample, no defects were identified; there is no evidence of sealing defects or damage marks on the returned container. An underwater leak test 0.6 bar was conducted, and no leaks were detected. A chamber leak test was also conducted underwater at a pressure of 0.8 bar for five minutes, which did not reveal any leaks. The bend test on the twist-off ports and the inlet port connections did not reveal any defects. Pathogen inactivation investigation: the klebsiella pneumoniae isolates from the patient and implicated psoralen-treated platelet component were received by cerus microbiology. Testing confirmed a single bacterial organism in the unit, and sequencing confirmed the organism as k. Pneumoniae. Cerus subsequently completed pathogen inactivation and growth/survival studies using the clinical strain under conditions intended to reflect the implicated platelet component, including human apheresis platelets in 100% plasma, approximately 364 ml treatment volume, nominal platelet dose, intercept platelet lv processing set, int100 illuminator, approximately 137 m amotosalen, and 3.9 j/cm² uva. A growth and survival study demonstrated that the clinical strain survived and grew rapidly in platelets in 100% plasma. When inoculated at a low input titer of approximately 15.8 ± 2.1 cfu/unit, the organism reached 8.6 ± 0.1 log cfu/ml on day 2, 8. 9 ± 0.1 log cfu/ml on day 4, and 9. 2 ± 0.0 log cfu/ml on day 7, confirming significant growth during platelet storage and relevance to the 4-day-old implicated component. In a high-titer inactivation study, treatment of platelet units containing approximately 7.7 ± 0.0 log cfu/ml of the clinical strain resulted in a mean reduction of 4.3 ± 0.8 log cfu/ml, with a mean post-uva titer of 3.4 ± 0.8 log cfu/ml. In a separate low-input study with post-storage assessment, platelet units were inoculated at the protocol-specified target of 10-25 cfu/unit and held for 24 hours before treatment, resulting in a pre-uva titer of 3.9 ± 0.3 log cfu/ml. Following intercept treatment, no viable k. Pneumoniae was detected immediately post-uva, post-cad, or on days 5 and 7 post-treatment. The mean calculated log reduction was 3.9 ± 0.3 log cfu/ml, limited by the pre-treatment titer. These results demonstrated inactivation of the clinical strain under the tested low-input conditions with no detected bacterial regrowth through 7 days post-treatment. Adverse event assessment: (new information). The pathogen inactivation studies confirmed that the clinical k. Pneumoniae strain can survive and proliferate to high titers in stored platelets in plasma, and that intercept treatment inactivated the strain under the tested low-input conditions with no detectable regrowth through day 7; however, the high-titer challenge demonstrated a finite inactivation capacity with a mean reduction of 4.3 ± 0.8 log cfu/ml under the tested conditions. The possibility that the k. Pneumoniae organism proliferated in the 23. 5 hours before illumination to exceed the inactivation capacity of the intercept blood system cannot be excluded.